Manufacturer narrative:
Please see additional information in section b5, and corrected health effect - clinical code and health effect - impact code in section h6. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.

Event description:
It was reported that the patient¿s blood glucose level rose to approximately 380 mg/dl between 1 and 4 hours of wearing the pod. The patient reported upon removal of the pod, the cannula was found to be bent and damaged. Per additional information received 25-mar-26, the blood glucose reported was incorrect and applied to another event. There were no blood glucose levels reported in this case. There was no health consequence or impact to the patient.

Event description:
It was reported that the patient¿s blood glucose level rose to approximately 380 mg/dl between 1 and 4 hours of wearing the pod. The patient reported upon removal of the pod, the cannula was found to be bent and damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.